Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up. Upon performing the troubleshooting, the fse replaced host pc and hard disk. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. However, replacing host pc and hard disk had resolved the issue. The fse restored ghost back up, updated drivers, update license file to new mac address, recreate image store and verified system functionality, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.